Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 10/30/2021; however, the correct date is 11/01/2021. Additional information: b5 and d10. B5: upon follow-up, it was reported that antibiotic treatment were discontinued and the patient has recovered from the event 26 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1.5 gm once a day via intraperitoneal, ongoing, frequency and duration were not reported) and amikacin injection (250 mg, once a day via intraperitoneal, ongoing, and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.